Manufacturer narrative:
G4. Premarket / 510(k) #: k113220, k163174. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. A 2.00mm x 15mm emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was removed with no fragments left inside the patient, and the procedure was completed using an alternate device. No patient complications were reported.